Event description:
It was reported ((B)(6)) one of the pt's two leads stopped working, and it was determined the lead was broken. The physician replaced the lead with a new one, which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.